Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage had occurred. As the physician was placing the taxus express2 8% 3.0mm x 32mm drug eluting stent over the wire, it was noted that the proximal end of the stent appeared damaged. The stent was not used in the pt. No pt complications have been reported. No add'l info is available.